Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the past month and a half patient said noticed that device has been turning off when tries to make an adjustment. Patient said that did see their managing healthcare provider and was directed to call manufacturer for programming assistance. Patient said that a couple of days has been having issues where all of a sudden has to go to the bathroom and it isn't waiting for her. Patient said that had laminectomy about a month ago and doesn't know if that is doing anything to this or not. When asked, no changes to diet, no new medications or supplements however said that was given muscle relaxers initially however is now off of them. Patient also mentioned that there is a possibility that may be diabetic, however hasn't had that checked yet. Reviewed possibility of a different medical condition could affect their bladder symptoms. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and adjusted the setting. Also reviewed information about programs and explained that during the process of switching programs the therapy will turn off automatically an d patient will just turn therapy on, on the next screen. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient mentioned additional medical history. This included that p atient takes detrol for bladder issues in addition to using the stimulator, so sees her managing physician on a regular basis. Additional information was received on 2025-sep-24, the hcp stated the cause of the device being turned off when trying to make adjustment was unknown. It was also unknown if the issue was resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.